Event description:
A report was received that the patient had a lead revision to replace one percutaneous lead that was not working properly. After the procedure, the patient was reportedly doing well.